Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac. A 8.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilatation, however during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.